Manufacturer narrative:
The reported event related to the observation that the screwdriver blades would not retain screws could not be confirmed. Related to the reported event several functional and handling tests were performed. The handling test of each returned screwdriver blade showed that the picking up of the screw samples could be performed correctly. The manual vibration test of the picked up new screw samples as well as the functional pull off force test confirmed that the returned screwdriver blades held the new screw samples securely and the measured pull off force values met the specification. Finally, based on investigation and according to the performed tests the returned screwdriver blades could pick up and retain the related screws despite the determined damages. The determined damages and strong signs of usage are a result of frequent use in combination with overload conditions during application due to an inappropriate user handling. Therefore the edges of the wings are partially, plastically deformed - rounded out. The root cause for the reported event and determined damages may have been an improper user¿s technique. Primarily, the screwdriver blade needs to be inserted perpendicular into the cross recess of the screw head and secondarily, the axial pressure of the screwdriver blades into the screw heads must be adequately applied to ensure that the blades are fully and deep enough inserted into the cross recess.

Event description:
During a case, it was reported that 2 neuro screwdriver blades would not retain screws. A back up screwdriver blade. Which retained the screws, was available and used for the case.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
During a case, it was reported that 2 neuro screwdriver blades would not retain screws. A back up screwdriver blade. Which retained the screws, was available and used for the case.